Event description:
New medical information received from the treating physician. From december 2018 to february 2019 the patient was treated for a central corneal ulcer associated with contact lens care. The patient was treated with moxifloxacin. The patient is left with a permanent paracentral scar and a hyperopic shift in refraction, if it unknown at this time if the change in vision will be permanent. The incident has fully resolved and the patient has resumed lens use.

Manufacturer narrative:
Device analysis cannot be performed, no lenses were returned for evaluation. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient states that she slept in her daily disposable contact lenses and experienced eye pain in the left (os) eye upon waking. The patient alleges that she sought medical treatment at an urgent care facility where she was diagnosed with a corneal ulcer and referred to a specialist. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.